Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that a female patient underwent a successful arthroscopic shoulder repair on (B)(6) 2010 with the use of 2 fastin rc anchor w/ethibond for fixation. At some point subsequent to this surgery the patient presented in a condition (unknown, however, possible skin irritation, rash to face and numbness of the subject hand?) Which caused the surgeon to suspect a reaction to something, and, somehow determine that a re-surgery and removal of the anchors was in order. The re-surgery was conducted on (B)(6) 2010; at this procedure the surgeon removed both fixation devices, did some suturing for remedy and completed this procedure successfully without further issue or harm to the patient. Subsequent to this procedure the irritation and rash subsided, however, the numbness in the hand continues. Prior to the original surgery in april, the patient was tested for reaction to "titanium and aluminum"; results were negative. The surgeon is speculating that "vanadium" may be the underlying cause for the patient's reaction; however, the patient has not been tested for reaction to this. At this point in time, this is all of the information that has been made available to mitek. Also see associated MDR 1221934-2010-00435.